Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device displayed blurry image. The issue occurred before a cystoscopy procedure (therapeutic) began. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Event description:
It was reported, the subject device displayed blurry image. The issue occurred before a cystoscopy procedure (therapeutic) began. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The customer's allegation was confirmed. The issue with the image was due to a kink on the cable. Based on the results of the investigation, the most probable cause of the complaint is component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.